Event description:
It was reported that the lead had noise, oversensing, and inhibited pacing. The lead was explanted and replaced. During the procedure, the physician noticed a notch in the lead under the anchor sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that an insulation breach was not observed during analysis.